Event description:
It was reported that a pericardial effusion occurred. A watchman access system (was) double curve was positioned and a 24 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Prior to the procedure, a large baseline pericardial effusion was noted. It was reported that during advancement of the wds through the was, the was lifted upwards creating a small perforation to the laa. At this time, the closure device was deployed and successfully met release criteria. Once the device was released, the patient stabilized. The perforation did not cause a new effusion nor increase the baseline effusion size. No cardiac tamponade occurred. No treatment was required. The patient is doing well and was discharged the following day.